Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction and rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old bi-racial (caucasian and asian) female patient enrolled in a clinical study underwent a primary breast augmentation with a 350cc mentor gel implant and experienced postoperative left-sided swelling, redness, and pain. A left-sided rupture was confirmed via mammogram. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 450cc mentor memorygel breast implants (catalog number 3504501bc, left-sided serial number (B)(4), right-sided serial number (B)(4)).

Manufacturer narrative:
On 12/17/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, an area of siltex cracking was observed in the posterior view. Within the siltex cracking, a rupture was noted measuring approximately 1.0 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer reference number: (B)(4).